Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, debilitation, numbing hands, popping and snapping, immobility, discomfort, and elevated metal ion levels. A review of invoice history shows the modular head and acetabular cup were removed and replaced on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 5 states "periarticular calcification or ossification with or without impediment of joint mobility". Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02766 / 02768).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2010, and a revision procedure on (B)(6) 2013, due to patient allegations of pain, debilitation, numbing hands, popping and snapping, immobility, discomfort, and elevated metal ion levels. A review of invoice history shows the modular head and acetabular cup were removed and replaced on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of inflammatory fluid. The modular head, taper adapter and acetabular cup were removed and replaced.